Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable and the patient lost therapy. Surgery may occur to address the issue.

Event description:
Surgery occurred to explant and replace the ipg, which addressed the issue.